Event description:
A renegade microcatheter was used for a therapeutic splenic artery embolization procedure. When the microwire was inserted into the catheter, the wire appeared to come out through a side hole in the catheter. Another catheter was used instead.